Event description:
Device malfunction: difficult to insert. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the perlose proglide device attempted arteriotomy closure of a heavily scarred common femoral artery after a diagnostic procedure. Reportedly, as the device was inserted "2 to 3 inches", resistance was felt. The device was removed and an angio-seal was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.